Event description:
A physician called on behalf of a customer. He stated that comparison blood glucose tests were performed using contour and 3 other meters. He alleged the contour read 100 mg/dl higher than the other meters. He was unable to provide the actual readings. Depending on the actual readings, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No other information was provided before the call ended. No product will be returned.